Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain/chronic pain'). In a 32-year-old female patient who had essure (ess205), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: pelvic pain female, endometriosis, ovarian cyst, injury to sigmoid colon without open wound into cavity, endometriosis and bowel adhesions. On (B)(6) 2002, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), (B)(6) years (B)(6) months after insertion of essure (ess205). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("menorrhagia"), psychological trauma ("psych injury") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy, uterus+cervix, salpingo-oopherectomy unilateral). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and heavy menstrual bleeding had resolved. And the dysmenorrhoea, psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, heavy menstrual bleeding, pelvic pain, post procedural complication and psychological trauma to be related to essure (ess205). The reporter commented: treatment given for pain and bleeding. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, medical record received: medical history, reporter information were added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, endometriosis, ovarian cyst, injury to sigmoid colon without open wound into cavity, endometriosis and bowel adhesions. On (B)(6) 2002, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 11 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("menorrhagia"), psychological trauma ("psych injury") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy-uterus+cervix, salpingo-oopherectomy-unilateral). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and heavy menstrual bleeding had resolved and the dysmenorrhoea, psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, heavy menstrual bleeding, pelvic pain, post procedural complication and psychological trauma to be related to essure (ess205). The reporter commented: treatment given for pain and bleeding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2002, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 11 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy-uterus+cervix, salpingo-oophorectomy-unilateral). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the dysmenorrhoea, psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure (ess205). The reporter commented: treatment given for pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : previously reported event "injury to herself" was deleted. The events ¿pelvic pain¿, ¿abdominal pain¿, ¿chronic pain¿, ¿dysmenorrhea¿, ¿menorrhagia¿, ¿psych injury¿ and ¿post procedural complication¿ were added. Non drug treatment was added and seriousness criteria updated for the event ¿injury to her self¿. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.